Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range shock lead impedance measurements on the right ventricular channel. It is suspected that this was due to electromagnetic interference (emi) since measurements were within normal limits prior to an ablation procedure. Follow up with the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and high out of range shock lead impedance measurements on the right ventricular channel. It is suspected that this was due to electromagnetic interference (emi) since measurements were within normal limits prior to an ablation procedure. Follow up with the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields:h6: device codes.